Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("persistent and highly debilitating migraines"), sleep disorder ("disturbed sleep"), urinary tract disorder ("urinary problems"), vertigo ("vertigo"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), trigeminal neuralgia ("trigeminal neuralgia"), pruritus ("itching"), arthralgia ("joint pain") and vitreous detachment ("vitreous detachment"), 4 days after insertion of essure. At the time of the report, the menorrhagia, fatigue, migraine, sleep disorder, urinary tract disorder, vertigo, amnesia, disturbance in attention, trigeminal neuralgia, pruritus, arthralgia and vitreous detachment had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, fatigue, menorrhagia, migraine, pruritus, sleep disorder, trigeminal neuralgia, urinary tract disorder, vertigo and vitreous detachment with essure. The reporter commented: period of occurrence: during the month of (B)(6) 2012 to the present day. Patient's current status: quality of life ruined by all of the side effects mentioned since the insertion of the essure. Difficulty managing her daily life (work, kids) because of the pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), migraine ("persistent and highly debilitating migraines"), sleep disorder ("disturbed sleep"), urinary tract disorder ("urinary problems"), vertigo ("vertigo"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), trigeminal neuralgia ("trigeminal neuralgia"), pruritus ("itching"), arthralgia ("joint pain") and vitreous detachment ("vitreous detachment"), 4 days after insertion of essure. At the time of the report, the menorrhagia, fatigue, migraine, sleep disorder, urinary tract disorder, vertigo, amnesia, disturbance in attention, trigeminal neuralgia, pruritus, arthralgia and vitreous detachment had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, fatigue, menorrhagia, migraine, pruritus, sleep disorder, trigeminal neuralgia, urinary tract disorder, vertigo and vitreous detachment with essure. The reporter commented: period of occurrence: during the month of (B)(6) 2012 to the present day. Patient's current status: quality of life ruined by all of the side effects mentioned since the insertion of the essure. Difficulty managing her daily life (work, kids) because of the pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.